Event description:
It was reported that the patient experienced phrenic nerve stimulation from the left ventricular (lv) lead. The lv pacing out was lowered to resolve the phrenic nerve stimulation. The lv lead remains in use. The patient is a participant in the product surveillance registry (psr) clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient experienced continued phrenic nerve stimulation. The rv lead output was adjusted, as the lv lead output could not be lowered.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.